Event description:
It was reported that the marker bands were not visible under fluoroscopy. A 6mm x 100mm, 135cm ranger paclitaxel-coated pta balloon catheter was selected for use in a procedure. During the procedure inside the patient, the physician could not find the marker bands under fluoroscopy, so the balloon and wire were pulled out. Outside the body, the marker bands could still not be seen. The procedure was successfully completed with a 6mm x 200mm ranger balloon. The patient was okay. No patient complications were reported.